Event description:
Additional information was received that during the valve implant, the deployment starting point was not the bottom of the pigtail but the bottom of the non-medtronic surgical valve ring. The valve dislodged aortic during final release due to implant depth of 0-1 millimeter (mm) of the surgical valve. After the dislodgement, the valve sat mid non-medtronic surgical valve inter-commissural.

Manufacturer narrative:
Image review: fluoroscopic cine loops of the fluoroscopic check and implant procedure were provided for review of the event described. Patient summary was not provided for anatomical review. Because of too deep of an implant depth, after one recapture a second deployment attempt is made. Images demonstrated the evolute to be positioned and then deployed at a very shallow position within the non-medtronic surgical valve. An image clarifies that the valve sits too high and that it is therefore profusely insufficient, which is why the implant team decides to implant a second evolute valve inside the first one. Another image showed the second valve successfully deployed within the first one, positioned about 1 cm below the surgical valve¿s inflow section. No further adverse patient effects were reported. Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a previously implanted 23 millimeter (mm) non-medtronic surgical valve (edwards), the valve was deployed at an implant depth of 12 mm. The valve was recaptured and deployed a second time. During final release, the valve dislodged out of the previous non-medtronic surgical valve. Subsequently a second vale was implanted successfully at an implant depth of 8 mm. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.